Event description:
Customer reports that an employee was manipulating the light in preparation for the first case of the day when it detached from the ceiling and struck an employee of the surgery center. The employee sustained a contusion to the left arm and a slight contusion to the head. (B)(4).

Manufacturer narrative:
A maquet medical systems field service technician (fst) went to the facility and inspected the device. The fst found that the light was incorrectly installed. The lighting system is secured into its ceiling mount by screwing the threaded configuration pipe into the ceiling mount and then placing a retaining pin through both the mount and the configuration pipe to prevent movement. The fst found that the configuration which fell, did not have the required safety pin installed. Without the pin in place, the configuration was able to unscrew itself over time, facilitating the drop. The castle light has been discontinued for several years and there is no hardware available to facilitate the required repair. The customer has been notified that the device cannot be repaired and should be removed from service. The (B)(4) manufacturing facility in (B)(4) is now closed. There is no information available to confirm whether this installation was performed by a (B)(4) business or by an unknown 3rd party installer. Product complaints for (B)(4) products will continue to be processed by the maquet medical systems, USA ((B)(4)) sales and service unit (first importer) in (B)(4).